Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced inaccurate no audio output which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. The patient stated that the day of the event, she did not receive any audio or visual alert, for high cgm (continuous glucose monitor) readings. This occurred during 09:00am until noon on the day of the event, and even though the patient could not recall specific cgm readings, the patient stated that the cgm readings were high and reached or went past the alert threshold. The patient was feeling weak because of hyperglycemia and went to the hospital by herself. She stayed in the hospital for 2 days where she received intravenous treatment with basal and bolus insulin. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.